Manufacturer narrative:
Received but not yet evaluated.

Event description:
It is reported that the devices were discovered cracked during a tray clean up. Devices were received with fragments missing, but the reporter indicates this did not occur during a surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: tasp, catalog#: 42517000707, lot#: 62601574. Complaint sample was evaluated and the reported event was confirmed. Visual examination found that the returned tasp had signs of repeated use and a fracture on the anterior side of the post. Fragments were not returned. Gouge marks and dents were noted which is indicative of repeated use. The product was manufactured in january of 2015 and had an approximate field life of one (1) year and nine (9) months with an unknown frequency of use. DHR was reviewed and no discrepancies were found. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be a previously addressed design issue. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2016-04309.